Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not calculating boluses correctly. During troubleshooting with tandem technical support, it was found that the pump carbohydrate ration was set incorrectly. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer's blood glucose (bg) level was in the 400 mg/dl range. Customer addressed bg levels via the pump.